Event description:
It was reported by a customer in the USA that, an 840 ventilator touch screen was blocked. There was no pt involvement.

Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. The tse recommended replacing the graphical user interface (gui) touch frame printed circuit board (pcb). The ventilator will be repaired by the customer. (B)(4).